Event description:
The patient reported went to dentist to replace a filling. Clinical support evaluated customer photos and found tooth to be tipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.